Event description:
The patient underwent laser vaporization of the prostate. During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 403865 joules. It was reported that a day post procedure, the patient was reported to be experiencing post operative inflammatory response. The patient did not seek medical treatment, and the hospital stay was not prolonged due to the patient symptom. The patient was discharged two day post the index procedure. Investigator facility assessed the patient symptom to device and procedure related.

Event description:
The patient underwent laser vaporization of the prostate. During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 403865 joules. It was reported that a day post procedure, the patient was reported to be experiencing post operative inflammatory response. Per electronic data captured (edc), the patient did not seek medical treatment, and the hospital stay was not prolonged due to the patient symptom. It was further reported that the inflammatory response was due to the patients postoperative leukocytosis. The patient was discharged two day post the index procedure. At 6 days post procedure, the patient was reported to be experiencing hematuria. Per edc, the patient did not seek medical attention for this symptom. The patient symptom of hematuria resolved 12 days post onset symptom without sequelae. The patient symptom of inflammatory response and hematuria were assessed as possibly related to the procedure and device.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. The information currently available reasonably suggest the clinical events of hematuria and inflammation are anticipated in nature. A probable cause of known inherent risk of the device was assigned to this investigation.